Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing both hypoglycemia with blood glucose (bg) levels as low as 39 mg/dl and hyperglycemia with bg levels as high as 401 mg/dl while using insulin pump therapy. The user corrected their glucose levels by switching to alternate therapy. No hospitalization, medical intervention, or long-term health effects were reported.